Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 09, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to CPAP device's sound abatement foam. Additional information was received about the alleged dizziness and/or headache, cancer and death. After second attempt to have the device and components returned for evaluation and investigation, the customer has responded on (B)(6) 2023 but the device has not yet returned to the manufacturer for evaluation. Addition to that, patient did not received the replacement device and the defective device available for returning. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for both adverse event and product problem (only the product problem was checked in the previous MDR). Section b2 was corrected to death. (Previously, it was blank.) Section h1 was changed from malfunction to death. Section h6 health effects: clinical codes and health effects- impact code was corrected.